Event description:
Consumer reported an adverse event with j&j band aid brand first aid waterblock tape. Consumer reported that she had a major surgery (unknown) on (B)(6) 2023. Consumer used the product and an unknown antiseptic cleaning solution for treatment of surgery. Consumer stated, ¿I had to get a second surgery because it caused me an adverse reaction to your product. I&apos;m allergic to this tape. It looked like my body was gathering extra fluid very fast.¿

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2, a4, a5: age, patient weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one j&j band aid brand first aid waterblock tape 1in USA (B)(6), lot number 0833h. D4: UDI #: (B)(4). Upc #: (B)(6). Expiration date: na. Lot #: 0833h. D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. There is not enough information to understand the causality of the adverse event as both an unknown antiseptic cleaning solution as well as band-aid brand tape were used. It is also unclear if the consumer applied the tape directly to the wound since she does not mention using a gauze pad. The medical tape is to be used with gauze to secure the dressing and should not be used in contact with the wound. H6: health effect clinical codes: e0402 also refers to consumer alleged about "allergy on skin described as adverse reaction/ looked like body gathering extra fluid very fast". E2402 refers to consumer "intentional misuse/off-label use" of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 24, 2023. Raw material and component records were reviewed and were found acceptable. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.